Event description:
As reported by the user facility (translation of user facility information by (B)(6)): stop infusion. Patient followed by (B)(6) hospital for cystic fibrosis. The first infusor did not deliver quickly. The second did not deliver properly either. The third delivers properly yesterday. The patient is supported by a nurse. She is the same who made the three fillings.

Manufacturer narrative:
This report has been identified as b.braun (B)(4) internal report (B)(4). The device is currently on shipping from (B)(6) to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.